Event description:
PICC hub broke off and line removed but not replaced. No blood loss and patient was not affected.

Manufacturer narrative:
We received one catheter as faulty sample. A considerable amount of residue was visible on the wings and within the extension line. Furthermore, the luer lock hub was found to be broken and it was observed that the ll-hub was broken. Microscopic examination revealed scratches on the wings of the luer lock (ll) hub, indicating mechanical impact consistent with the use of an instrument such as forceps. Upon examination of the fracture surface, it was evident that the luer lock (ll) hub had been twisted off as a result of excessive torsional forces. Stress whitening was also visible, indicating torsional forces as the root cause. In the product incident form, the customer reported that alcohol-based disinfection was used and that the catheter remained in place for over two months (dwell time: placed (B)(6) 2025, removed (B)(6) 2025). Furthermore, the IFU states: - do not expose to alcohol, acetone or solvent based disinfectants or dressing sprays. - it is recommended that these catheters should not be used beyond 29 days. A review of the component batch history records was performed, and no deviations were found. The batches complied with their specification and were released. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter and set components are randomly checked. Ll hubs are tested in accordance with iso 594 and are subject to 100% visual controls. A 2-year review of vygon USA's complaint data from november 1, 2023, to november 31 202 indicates that there were reported complaint related to a broken and leaking catheter from lot 24a012d. All of these originated from this facility and could not be confirmed as manufacturing related cause. Corrective action: as the catheter functioned for over two months before the issue occurred, we do not believe this defect is manufacturing related. Therefore, no further corrective action will be initiated at this time. It is important to follow the instructions for use (IFU), which specify that the catheter is intended for use for up to 29 days.

Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion. Via a follow-up. MDR.

Event description:
PICC hub broke off and line removed but not replaced. No blood loss and patient was not affected.